Manufacturer narrative:
A review of the manufacturing records for the device verified that the lot met all pre-release specifications. Per the gore® excluder® aaa endoprosthesis instructions for use, adverse events that may occur and/or require intervention include, but are not limited to improper endoprosthesis component placement and renal artery occlusion.

Event description:
On (B)(6) 2019, the patient was implanted with a system of gore® excluder® aaa endoprostheses to treat an abdominal aortic aneurysm. During the procedure, an aortic extender component (pla230300j/18389073) was deployed and intentionally covered the left accessory renal artery. However, a final procedural angiograph reportedly showed that the aortic extender component had partially and unintentionally covered the right renal artery. A stent was implanted in the right renal artery to preserve blood flow. The patient tolerated the procedure.